Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after dinner with a lowest blood glucose of less than 40 mg/dl, lasting several hours, while using the ilet system and expressing concern that the device was dosing too much for meals, after which a factory reset was performed and the user awaited sensor reconnection to enter weight. Symptoms included weakness. Outcomes included non-serious impact manageable at home without outside assistance or medical intervention. Investigation included customer interview, troubleshooting, and education on potential causes of hypoglycemia and device use, along with guidance to perform a factory reset. Investigation of this case revealed no device malfunction confirmed, with the event characterized as hypoglycemia of unclear cause and addressed through user carbohydrate intake and device re-initialization steps. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.